Event description:
Early jan used product/disintegrated in the body/dev discharge, fever, flu like symptoms nausea, vomiting, headaches, rash, soreness of body for about 2-3 weeks/symptoms abated/ref to hcp/saw hcp 2 times/tx with cipro and falgyl and bed rest for 3 wks. Husband reports his wife inserted a tampon in 01/06 and removed tampon about an hour later. States she pulled prod out by string, but not sure if entire tampon came out. Consumer denies that she may have inserted another tampon before removing initial one. Also stated that after removing tampon she used pads for the remainder of her period. Developed back and body aches, not sure of date, but around 1/24/06. Saw hcp and treated with tylenol with codeine and ibuprofen extra strength. These symptoms continued and then she developed a rash over her entire body, a moderate amount of dark vaginal discharde with some clots (1 pad and hour required); along with flue like symptoms of fever, nausea, vomiting, and headaches. Unable to give date that these additional symptoms started. Lmp 02/06/06. Denies using a tampon with her recent period, but states in the past has always ued a tampon on her heavy days and a pad on her light days. Consumer stated she always changes her tampons hourly. Saw hcp again on 02/21/06 and was diagnosed with endometriosis. States that doctor removed parts of a tampon and string at this visit. The treatment with cipro and flagyl and bed rest for three weeks. Symptoms have abated. Advised to follow up with hcp as neeeded. Sent a request for medical information and postage paid envelope. Mso agreed that there is not enough info ot determine if this person has tss.

Manufacturer narrative:
A copy of this report has been sent to the manufacturer for their records.